Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction code. Blood glucose was 86 mg/dl. The malfunction reoccurred during troubleshooting. The customer was to use insulin injections for insulin therapy.